Event description:
A field service engineer (fse) went to the account to perform preventive maintenance (pm). Fse noticed the end of the tube installed into the transducer was leaking. No death, injury, or change to patient treatment have been reported.

Manufacturer narrative:
Fse replaced the leaking tube with one from stock onto the instrument. Upon recur, chemistry results could be impacted and treatment is likely to be affected.